Manufacturer narrative:
Manufacturer's investigation conclusion: the report of twisting of the patient's driveline cannot be confirmed as no photos were submitted and the patient remains ongoing. The account submitted a log file for review that appeared to capture the pump functioning as intended. No notable events or alarms were recorded and pump speed remained at or above the low speed limit throughout the file. The relevant sections of the device history records for (B)(6) and driveline, lot number 60809, were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 2 "how your heart pump works", section 4, and section 5 "alarms and troubleshooting" (under "what not to do: driveline and cables") cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a recent visit, the patient's power cables and driveline looked intact upon inspection but a small area of twisting mid driveline was noted. There were no alarms reported. The log files captured routine events and the device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.